Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately low compared to another onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call as the patient was unable to be contacted for follow up. The reporter claimed that the alleged meter inaccuracy began on (B)(6) 2018 at around 5pm. It was reported that the patient obtained a blood glucose reading of ¿123 mg/dl¿ on the subject meter and "146 mg/dl" on the other ultra 2 meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (10 units) and it was reported that she adjusts her behavior according to the readings on the meter. The reporter explained that if her sugar reads low she would take sugar to raise it and if her blood sugar reads high she would take an insulin shot to lower it. The patient claimed that the patient developed symptoms of ¿high blood sugar¿ specifically ¿no oxygen to the brain, was very unfocused, shaky and had blurred vision¿ and claimed that she experienced the symptoms both before and after the alleged inaccurate results. The reporter also claimed that due to the inaccuracy issue the patient took an insulin shot and got ¿really sick¿, but the patient was unable to provide more information on this symptom developed. The patient denied receiving any medical treatment because of the product issue. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr also verified that the test strips were stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for hyperglycemia after obtaining an alleged inaccurate low result with the subject meter.